Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (225 mcg/ml at 12 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and spinal stenosis. It was reported the pump was changed to fentanyl and they found the dose they started the patient on was too high and the patient was having symptoms of overdose. The hcp noted they were diluting the concentration of the drug in half and cutting the dose in half as well on the date of this report. The hcp performed a removing system contents procedure. Fentanyl in the pump was changed to 112.5 mcg/ml at 5.5 mcg/day. Follow-up was being conducted to obtain troubleshooting performed and outcome of the overdose. If additional information is received, a follow-up report will be sent.